Manufacturer narrative:
The reported event of a detached sideport could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Event description:
Following the procedure, the sideport of the three-way stopcock detached from the sheath hub when the sheath was removed from the patient. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient. The hospital discarded the reported device.